Event description:
It was reported to boston scientific corporation that during a pcnl procedure, the core wire of the amplatz guidewire broke inside the polaris ureteral stent. Reportedly, the wire broke when it was being removed from the polaris stent. The stent and guidewire fragment were successfully removed from the patient using graspers. No portion of guidewire remained inside the patient. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."